Event description:
A customer reported multiple system messages were displayed during surgery, one of which indicated the fluidics module was disabled. The surgery was completed manually using the computer modules that were not affected. Add'l info was rec'd from a company rep indicating the irrigation and extraction was disabled during the case. The case was completed using the unaffected modules. There was no pt harm reported.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one yr; this is the first complaint reported for this issue. As the customer did not retain the lot number, DHR and lot history could not be reviewed. No sample returned. Unable to determine if the reported event is related to the console. No event log provided for review. There was no sample returned; however, similar reports have been attributed to leaking cassettes/drain bags. Drain bags have shown acceptable functional test results, however, when the drain bag is in the upper range of the cracking pressure specification (pressure required to open and allow drainage in to the drain bag), leaking may occur at the pump elastomer signaling a system message. As a preventive measure, alcon has adjusted inventory of conforming drain bags with cracking pressures in the upper tolerance zone to conforming drain bags with cracking pressures in the lower tolerance zone. (B)(4).